Event description:
The customer reported to customer service as follows: "my wife has been worried about using our breast pump we bought that was second hand. It's like new and we got all new accessories with it (shields, tubing, valves, bottles, etc.) Only thing we are using that is used is the pump itself. The pump is the new medela advance pump in style. She is having problems with yeast and we was wondering was getting this pump a bad idea."

Manufacturer narrative:
Customer service advised the customer about using a second hand breast pump. Attempts to follow up with the customer, including a final attempt by letter on (B)(4) 2012, were unsuccessful. It cannot be definitively concluded that the pump this customer used caused or contributed to the thrush. In multiple areas on both the packaging and in the instructions for use, medela makes reference to the fact that the pump is a single user product and use by more than one person may present a health risk (pages 3, 4, and 5). We will monitor complaints for similar issues.